Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on and the display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas and was evaluated by product analysis. Evaluation revealed that the display screen was faded and discolored. This report is made based on the results of evaluation.